Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported "capsular contracture or preventative replacement". Later healthcare professional reported only "preventative replacement". This record is for the right side. Device was explanted and replaced with a non allergan device. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture or preventative replacement". This record is for an unknown side. Device was explanted. Unknown if device will be returned.